Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 2000 ohms for the cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead. Review of the data noted that the lv lead impedance had chronically been high and had now reached above 2000 ohms. It was also noted that the lead safety switch (lss) had been triggered and changed the polarity to unipolar. In unipolar the impedance measurement was at 1100 ohms. The patient was brought into the clinic and the lv lead was permanently programmed to unipolar configuration. The lv lead and crt-p remain in service and no adverse patient effects were reported.